Event description:
It was reported that the system 6600 had white horizontal lines running through the images causing distortion. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image processor circuit board was reseated and the malfunction was cleared. The system was tested and found to be working as intended and placed back into service.